Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the flexvisison pc was not booting. The philips engineer reseated flex vision pc connection. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.